Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the (B)(6) trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(4) and the reported event cannot be conclusively determined through this investigation. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(4) and is reportedly doing well. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 06sep2017. Although no specific adverse events were reported, the heartmate 3 left ventricular assist system instructions for use, rev. C outlines adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted due to poorly tolerating rehabilitation and needed improvement to oxygenation. The patient was complaining of shortness of breath and needed continued medical management. The patient reportedly did not meet goals for rehabilitation due to unspecified medical changes. Cyanosis was noted in the patient's lips during seated activity, indicating a need for increased oxygen. The site was unable to provide any further information.